Event description:
On 10/4/23, infutronix received a report that the pump had a note that said "unattended" . Device was returned for evaluation and tested for the unknown complaint code which encompasses all tests. The pump ended up failing the flow rate test and will be pushed to CAPA for further investigation.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and all tests were performed, showing the flow rate failure. The pump will be pushed to CAPA for further investigation.